Manufacturer narrative:
Hospital was unable to determine which individual item of equipment was involved as not taken out of commission or identified. Serial number was not provided, therefore, the device manufacture date could not be determined.

Event description:
Covidien received a report of low readings where a nellcor monitor thought to be a n-560 unit was reading 10 or more % below when compared to a philips mp70 monitor. Pt, identified as baby, was having frequent desaturations and hovering below 85%, therefore, was placed on low flow oxygen. No pt harm reported, pt no longer had oxygen requirement.